Event description:
Complainant alleged that during biomed testing, the device defib output was incorrect, measuring 456 joules when set at 360 joules. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.